Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill test to reservoir. No air bubbles observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus occlusion test per : reservoirs filled with diluent and connected to new infusion set. Installed reservoirs and connectors into a paradigm insulin pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the reservoir had air bubble. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that they observed air bubbles in reservoir but the size of air bubble was 7 inch. The customer stated that no leaks detected. The device will be returned for analysis.